Manufacturer narrative:
Additional information was received that the leak was less than 4.5l/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. H3 other text : additional information was received that the leak was less than 4.5l/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm. There was no report of patient involvement.